Event description:
This event occurred during needle insertion. After the needle was retracted, the system was leaking at the initial hub by the insertion site. Noticed before flushing, and the system was removed immediately.